Event description:
The pt's family member contacted lifescan in 2005 and alleged that pt's one touch ultra meter was reading inaccurately high when compared to the paramedics' meter. Medical affairs specialist (mas) called and spoke with the pt the following day who verified and provided additional information. The pt had been receiving high results in the "200-300s for a while". Their diabetes medication regimen includes a set amount of insulin (type unknown) with 10 units in the afternoon and 15 units in the evening. They informed the mas that they "upped their insulin by a couple of units if the blood sugar was high" and this was done on their own decision and not per the doctor's orders. In 2005, "around 2 in the afternoon", they were feeling sick and their back was hurting a lot they tested on the subject meter with a result of 316 mg/dl. Since this was a "high result" for the pt, they decided on their own to increase their insulin from their set amount of 10 units in the afternoon to 12 units. They passed out "just a little bit" later and the paramedics were called, who arrived within 30 minutes. The emt meter results was 21 mg/dl. They were given glucose treatment and taken to the hosp. They were kept there for a "couple of hours" and released. At the time of troubleshooting with the customer service agent, it was verified with the family member that the meter was set in the correct unit of measurement (mg/dl). The test strips were in good condition and within the expiration date. However, it was discovered that the meter was not coded correctly to match the code on the test strip vial. A replacment meter, control solution, and test strips were sent to the pt.